Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on march 01, 2024. During scope cleaning, the brush broke off in the scope. The detached brush was retrieved from the scope. The scope cleaning was completed using a different brush. There was no patient involvement in this event. Additional information received on march 28, 2024 the scope cleaning was completed using another of the same device. In addition, it was reported that the processing machine pushed the detached brush out of the scope.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: additional information: block b5 has been updated based on the additional information that a scope cleaning was completed using another of the same device and the detached brush came out of the scope via the processing machine.

Manufacturer narrative:
D4: this is a non-sterile device with no expiration date. H6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the brush broke off in the scope. The detached brush was retrieved from the scope. The scope cleaning was completed using a different brush. There was no patient involvement in this event.